Event description:
It was reported that the pacemaker-dependent patient presented to the emergency room with syncope, dizziness, and periods of asystole. Noise with oversensing and loss of capture were observed on the right ventricular lead. The noise was reproduced with isometrics. An emergency temporary pacemaker was installed. The system was programmed off and remained implanted, and a leadless pacemaker was implanted on (B)(6) 2017. The patient was stable.